Manufacturer narrative:
The autopulse platform (32049) was returned to the manufacturer on (B)(6) 2015. Investigation results for the returned platform as follows: visual inspection was performed and found the front enclosure damaged. The physical damages found during visual inspection is unrelated to the reported complaint that the autopulse platform displayed a system error. A review of the platform's archive was performed which confirmed the reported system error occurring upon powering up the device (latch error 132-internal watchdog timeout). Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. During evaluation of the device a processor board fault was observed. A test processor board was used and a user advisory (ua) 16 error code was observed due to a seized break gap. The break gap was un-seized and a break gap check and adjustment were performed. The system was tested with a test mannequin for 30 minutes, with no problems found. In summary, the reported complaint of the platform displaying a system error message was confirmed during review of the platform's archive. Evaluation of the returned platform determined that the root cause of the system error and user advisories (uas) was due to the brake gap being out of specification. The physical damage found during visual inspection is unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the part identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power up. There was no report of any patient involvement. No further details were provided.